Manufacturer narrative:
As part of the investigation for the acetabular fracture, corrosion was noticed on the reported device. Method & results: visual inspection was performed as part of the material analysis report, dated 26 june 2015. Dark discoloration, adhered debris and surface texture variations were observed throughout regions of the taper. A dimensional inspection was not performed as it is not relevant to the nature of this event. A functional inspection was not performed as the event cannot be replicated the material analysis concluded that: portions of the liner/shell taper interface were discolored and covered in dark adhered debris. The surfaces and debris were characteristic of a mechanically-assisted corrosion process. Nothing remarkable was observed on the remaining devices. No material or manufacturing defects were observed on the devices examined. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However, the material analysis concluded that no material or manufacturing defects were observed on the devices examined. Further information such as x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported acetabular fracture due to osteolysis, revised with competitor cup.